Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 472 mg/dl. The customer treated with the pump. The customer stated that the no delivery occurred during bolus and basal. The customer stated that the alarm was recurring. The customer stated that the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs to troubleshoot. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.